Event description:
The customer reported that nurse leaned over table and accidently activated emergency stop switch. Table became free floating and lost power and stand/table became uncontrollable during a very critical procedure in hybrid operating room. Table top could not be moved to view guide wire. Doctor pulled sheath out and ruptured renal artery. Doctor had to perform emergency surgery on the table. He had to open up pt's body cavity to clamp the renal artery.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.